Manufacturer narrative:
The report was received through FDA's medwatch program. The report number is mw5085708. The FDA was listed as the reporter of the medwatch because we received this report through the FDA and there is no information of the initial reporter available on the form. This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Device evaluated by MFR: serial # and reporter unknown.

Event description:
It was reported that the dermatome kept skipping and was unable to harvest a split-thickness skin graft from the ipsilateral left anterior and left anterior lateral thigh. A decision was made intraoperatively to convert this to a full thickness skin graft. No additional patient consequences were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. H6 results code: no code available since the device was not returned. Hence results cannot be determined. The device history record (DHR) for 00880100100, could not be performed as a lot number was not provided for the reported event. On 22 april 2019, it was reported that the dermatome kept skipping and was unable to harvest a split-thickness skin graft from the ipsilateral left anterior and left anterior lateral thigh. The customer did not return an air dermatome device for evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.